Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.

Event description:
On 11/30/2006, it was reported to bsc that during a therapeutic procedure (gender and age unk) "the pebax coating was detached. The detachment was fallen off inside the bile duct and it was not retrieved." The procedure was successfully completed with the subject device. There was no reported complication or ill effect sustained by the pt.